Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause of the foreign materials remaining in the subject device were unable to be specified. The causes of the foreign materials remaining were unable to be specified since whether reprocessing was practiced in accordance with the instruction for use (IFU) was unknown. The subject events can be detected and prevented by implementation in accordance with the below instructions for use (IFU). It was suggested that the user practice reprocessing in accordance with IFU. Instruction for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device. (E1) (B)(6) medical center.

Event description:
It was reported that there was histoacrylic adhesion deposits on the forceps mouth (distal end). The issue occurred during inspection for use. There were no reports of patient harm.